Event description:
A customer reported to baxter (B)(4) of an administration set in which the adapter is defective and does not fit with a catheter. It is unknown when or in which care area this event occurred. There was no patient involved or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A batch review was conducted and no issues were found related to the reported condition. A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.